Event description:
Patient reports having pain due to a broken tooth which is not emergent. A deep cleaning will take place in two appointments and potentially a root canal for the broken tooth. Dental history includes patient grinds/clenches teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.